Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii

Event description:
Healthcare professional reported right side capsular contracture baker grade iii and indicated the patient was underage at the time of silicone device implantation. Device remains implanted. Montelukast was prescribed to treat capsular contracture.